Manufacturer narrative:
(B)(4). \the device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a leakage into the diaphragm and peritoneal fluid in the pleural cavity coincident with peritoneal dialysis therapy. The fluid in the pleural cavity was further described to be near the right lung. The patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovering from the event. At the time of this report, peritoneal dialysis therapy was suspended; the patient was on hemodialysis therapy and was scheduled to be discharged from the hospital. No additional information is available.